Event description:
It was reported to vyaire medical that the customer was getting circuit occlusion alarms on the avea ventilator and the vte (end tidal volume) was .03-.1 ml at .500ml during pre-testing calibration.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device was not returned yet.